Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient mentioned the device stopped working 5 years after implant. Technical services asked, no other details were known. No further patient complications are anticipated or expected as a result of this event.